Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was an approximate 20-minute delay in patient data populating from their electronic medical record (emr) system to the pyxis stations. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server had delay in patient data populated from their electronic medical record (emr) to pyxis stations. The technical support specialist restarted multiple services including bd external messaging, bd external communication, bd pyxis internal inbound processors, net.pipe listener, net.tcp listener adapter, net.tcp port sharing, and world wide web publishing. The interface services utility package was deployed to the server via the remote support service (rss) dashboard. The customer verified that orders are now crossing successfully. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was an approximate 20-minute delay in patient data populating from their electronic medical record (emr) system to the pyxis stations. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.